Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/19/2018 that on (B)(6) 2018, patient experienced a permanent out of range signal. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation of an unrecoverable loss of antenna passing threshold could not be determined. A root cause could not be determined.